Manufacturer narrative:
When analysis is complete, this report will be updated.

Manufacturer narrative:
Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this patient reported hearing beeping tones coming from their device over the past 6 months. Subsequently the device was explanted and returned for analysis. During initial testing it was noted that this device reached the replacement indicator while implanted. The device was then tested per longevity and did not pass. Additional testing is being performed at this time.